Event description:
Developed redness on bilateral elbows.

Event description:
Developed redness on upper back and bilateral elbows.

Event description:
Developed redness on bilateral upper arms.

Event description:
Developed redness on bilateral upper arms and elbows.

Event description:
Five pts developed skin redness/skin burns while having an MRI with a ctl coil. Pt developed skin burns on bilateral outer thighs.